Manufacturer narrative:
Submit date: 2/23/2018. The incident sample has been returned but the investigation is in progress. Once the investigation is completed, a follow-up report will be submitted with the investigation findings. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported foreign debris on the needle.

Manufacturer narrative:
A review of the device history record (DHR) for lot 630246 indicates that there were no defects detected in 544 visual samples and 694 physical samples inspected from the lot. There were no non-conformance reports (ncr)¿s issued to the lot. There were 51 samples (1 opened, 50 unopened) submitted with this complaint. All samples were visually inspected for foreign debris and string flash. There were no observations of foreign debris, but 7 of the samples had string flash extending from the gate of the safety shield and wrapping around the needle. The reported condition is confirmed. The exact root cause could not be determined based on available information. The most likely root cause was due to flash, which is stringy plastic material attached at the molded part's gate (the entrance to the mold cavity) forming when melted plastic resin remains at the injection gate as the two mold halves separate. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are inspected for foreign matter and molding flash. The lot met the acceptance criteria and was released. An issue impact assessment (as known as a health hazard evaluation or healt h hazard assessment) was conducted for magellan gate. The assessment discusses a potential hazard scenario where the plastic fibers are injected into a patient and assesses the risks associates with such an event. The likelihood of occurrence was considered ¿rare¿, the probability of injury occurring was considered ¿unlikely but possible¿, and the severity of the injury was considered ¿severe¿. The overall risk score was ¿low¿ for that assessment. Based on the low risk associated with the issue, no corrective action will be taken at this time. If information is provided in the future, a supplemental report will be issued.